Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) number is unknown because the serial number and part number were not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-13215, 1627487-2021-13217. It was reported the patient experienced ineffective therapy. The patient underwent surgical intervention wherein the system was explanted and replaced, restoring therapy.